Event description:
It was reported that a small volume folfusor leaked into its overpouch. This was identified after filling with fluorouracil (baxter-compounded solution) and before patient use. The reporter stated that no leakage was observed upon receipt of the device but was noticed 4 days later. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from february 4, 2014 to february 5, 2014. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted